Event description:
Rec'd information regarding a cartridge alarm 1 during basal delivery. The customer's blood glucose level was 268 mg/dl. It was reported that the customer saw a scratch on the cartridge. The customer stated that the cartridge would be changed and a correction bolus would be delivered.

Manufacturer narrative:
No product returned for eval. Should new relevant information become available, a follow up supplemental report will be submitted.